Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed a minimum fill message during the load process. Reportedly, the cartridge was filled with 150 units. Customer was able to successfully reload the cartridge onto the pump. Customer's blood glucose level was 149 mg/dl.